Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR was reviewed to the syringe batch 6012268 - syringe 3ml ll 21x1-1/2 emerald sla, catalog #302977, verifying quality notification and maintenance analysis and no occurrences were observed. No sample or image were provided for evaluation. Retained samples to the barrel component (code: (B)(4), batch: 6013036) were verified and submitted to validated dimensional tests and no deviations were observed. Thus it was not possible confirm the occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd emerald syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.